Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed without noting any issues. Underwater leak testing was performed and revealed a leak between the top and bottom caps of the check valve. The reported condition was verified. Microscopic inspection revealed that there was material between the check valve caps. This prevented a proper seal between the caps. The cause of the material was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the interlink continu-flo solution set leaked from the middle of the check valve. The leak was identified during the infusion of sodium chloride and another unknown drug. An interlink secondary medication set was connected to the primary sets distal y-site. The infusion was being run on a sigma spectrum pump. The set was swapped out and the infusion was completed with a different set without further issue. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.